Event description:
It was reported to medtronic minimed that the customer reported the face of the pump is starting to peel up, and had an missing pieces. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and explained to the customer that the issue can be resolved by removing the battery cap. The customer reported receiving a stuck button alarm after pump was exposed to change in altitude. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test. The trace and history files were successfully downloaded using thump. All buttons respond properly, and no stuck button alarm was noted during testing. A review of the history files shows that on 1/15/2025 at 03:30 there was a stuck button alarm triggered. The pump was cut open for visual inspection. Moisture damage was noted on the electronic assembly (pcba 1 and pcba 2) and the keypad flex cable/tail. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, keypad overlay peeling, keypad overlay texture damage, missing display window cover, cracked battery tube threads, cracked battery compartment, stained and fading serial number label, and pillowing keypad overlay. Stuck button alarm is confirmed due to moisture damage on the electronics and keypad flex cable/tail. Cosmetic damage on the pump (peeling keypad overlay and missing display window cover) is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.